Event description:
It was reported that the device lifted up. A 145 guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device lifted up and was then removed from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed multiple kinks along the hypotube. Microscopic inspection revealed no additional damages. There is blood in and on the tip.

Event description:
It was reported that the device lifted up. A 145 guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device lifted up and was then removed from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was stable.